Event description:
It was reported that the patient had a (B)(6) infection. The patient stated that in spite of the problem, the pump helped her; it worked. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).